Event description:
On (B)(6) 2022, information was received from a patient, via a manufacturer representative (rep), receiving an unknown drug via an implantable pump. It was reported the patient experienced increased pain. The patient reported a CT scan showed the catheter was fractured. There were no known environmental, external, or patient factors that may have led or contributed to the event. The non-functioning catheter was tied off at spine and a new catheter was placed. The issue was resolved at the time of this report.

Manufacturer narrative:
Continuation of concomitant medical products: product ID 8709, ubd: 28-jul-2006, UDI#: (B)(4), serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2022, product type: catheter; product ID 8596sc , serial# (B)(4) implanted: (B)(6) 2018, explanted: (B)(6) 2022,ubd: 08-jun-2019, UDI#: (B)(4), product type: catheter. If information is provided in the future, a supplemental report will be issued.